Event description:
The customer used the device back in 2003 to check their blood glucose and obtained a reading of 386 mg/dl. Pt took 30 units of r insulin and while driving they began to feel low. They ate three glucose tablets. They stopped at a stop sign and passed out. Spouse was called and they came to get pt. Spouse gave pt four more glucose tablets and then called the paramedics. About one hour later the emergency medical techs checked pt's glucose and the result was 62 mg/dl on their meter. Pt was treated with an IV and taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for eval.